Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported an unspecified bd¿ intravascular set had component separation issues. The following information was provided by the initial reporter: "when disconnecting fentanyl from patients IV access port the connection from the tubing broke off."

Manufacturer narrative:
Investigation summary: the customer reported a separation but there is no further evidence like photo or sample to investigate at this time. Without any further information, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported an unspecified bd¿ intravascular set had component separation issues. The following information was provided by the initial reporter: "when disconnecting fentanyl from patients IV access port the connection from the tubing broke off.".